Event description:
It was reported that during a ptca procedure, the pt2 guide wire broke and remains in the patient. The lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. During removal of the guide wire post stenting, the j-tip detached and remains in the septal branch. The procedure was completed with this device. Patient status is reported as "okay." No attempt was made at retrieval. No further attempts at device removal are planned at this time. It is noted that this device was used after the expiration date. No further patient injuries or complications were reported.